Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage') and fallopian tube perforation ('perforation: fallopian tubes') in a 37-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6) 2014 patient underwent essure confirmation test : result : bilateral occlusion. Previously administered products included for an unreported indication: depoprovera from 2010 to 2012. Concurrent conditions included dermatitis due to metals (due to skin irritation), nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),/havy painful period") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain/ client experienced pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods / dysmenorrhea (cramping), chronic pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping/abdomen pain"), pruritus ("itching"), female sexual dysfunction ("apareunia/apareunia inability to have sexual intercourse"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury related to essure / psych injury"), headache ("headaches"), vulvovaginal mycotic infection ("infection/yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), rash papular ("red bumps"), uterine pain ("stabbing pain in uterus"), feeling hot ("hot feeling in uterus and legs"), vaginal scarring ("vaginal scarring") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), hysteroscopy (full) (B)(6) 2016 and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, psychological trauma, vulvovaginal mycotic infection, vaginal haemorrhage, cystitis, rash papular, vaginal scarring and infection outcome was unknown, the pelvic pain, vaginal infection, feeling abnormal, alopecia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved and the dysmenorrhoea, dyspareunia, menorrhagia, headache, uterine pain and feeling hot had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, psychological trauma, rash papular, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal scarring, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Current weight:150 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, bleeding, dysfunctional uterine bleeding, endometriosis. Manufacturing date: 2013-10-31 & expiration date: 2016-10-19 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleed') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6) 2014 patient underwent essure confirmation test : result : bilateral occlusion. Concurrent conditions included dermatitis due to metals (due to skin irritation). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping"), pruritus ("itching"), female sexual dysfunction ("apareunia"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), rash ("rash"), mental disorder ("psych injury related to essure"), skin disorder ("skin condition") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, rash, mental disorder, skin disorder and headache outcome was unknown and the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : new events "apareunia, gen. Abnormal bleed, allergy: nickel, rash/skin condition, psych injury related to essure, perforation: fallopian tubes, bladder/urinary problems: urinary tract infection, urinary problems, bladder problems, other injuries/symptoms: fatigue, weight gain, migraine, headaches, complications during removal surgery-breakage" , reporter information, patient demography and lab data was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage') and fallopian tube perforation ('perforation: fallopian tubes') in a 37-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6) 2014 patient underwent essure confirmation test : result : bilateral occlusion. Previously administered products included for an unreported indication: depoprovera from 2010 to 2012. Concurrent conditions included dermatitis due to metals (due to skin irritation), nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),/havy painful period") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain/ client experienced pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods / dysmennorhea (cramping), chronic pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping/abdomen pain"), pruritus ("itching"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury related to essure / psych injury"), headache ("headaches"), vulvovaginal mycotic infection ("infection/yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), rash papular ("red bumps"), uterine pain ("stabbing pain in uterus"), feeling hot ("hot feeling in uterus and legs"), vaginal scarring ("vaginal scarring") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), hysteroscopy (full) ((B)(6) 2016) and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, psychological trauma, vulvovaginal mycotic infection, vaginal haemorrhage, cystitis, rash papular, vaginal scarring and infection outcome was unknown, the pelvic pain, vaginal infection, feeling abnormal, alopecia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved and the dysmenorrhoea, dyspareunia, menorrhagia, headache, uterine pain and feeling hot had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, psychological trauma, rash papular, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal scarring, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Current weight:150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, bleeding, dysfunctional uterine bleeding, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs received. New event added- vaginal scarring and infection. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleed') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6)2014 patient underwent essure confirmation test : result : bilateral occlusion. Concurrent conditions included dermatitis due to metals (due to skin irritation). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6)2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6)2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping"), pruritus ("itching"), female sexual dysfunction ("apareunia"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), rash ("rash"), mental disorder ("psych injury related to essure"), skin disorder ("skin condition") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, rash, mental disorder, skin disorder and headache outcome was unknown and the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleed') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6) 2014 patient underwent essure confirmation test : result : bilateral occlusion. Previously administered products included for an unreported indication: depoprovera from 2010 to 2012. Concurrent conditions included dermatitis due to metals (due to skin irritation), nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),/havy painful period") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain/ client experienced pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods / dysmennorhea (cramping), chronic pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping/abdomen pain"), pruritus ("itching"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury related to essure / psych injury"), headache ("headaches"), vulvovaginal mycotic infection ("infection/yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), rash papular ("red bumps"), uterine pain ("stabbing pain in uterus") and feeling hot ("hot feeling in uterus and legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), hysteroscopy (full) ((B)(6) 2016) and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, psychological trauma, vulvovaginal mycotic infection, vaginal haemorrhage, cystitis and rash papular outcome was unknown, the pelvic pain, vaginal infection, feeling abnormal, alopecia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved and the dysmenorrhoea, dyspareunia, menorrhagia, headache, uterine pain and feeling hot had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, psychological trauma, rash papular, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Current weight:150 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, bleeding, dysfunctional uterine bleeding, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 6 and 7 were processed together. Pfs received. Reporter information added. Event : abnormal bleeding (vaginal), bladder infection, stabbing pain in uterus, hot feeling in uterus and legs added. Outcome of the event menorrhagia, dysmennorhea, headaches, painful intercourse were updated. Event infection were updated as infection/yeast infection, rash and skin condition to red bumps on 23-sep-2019: fu 6 and 7 were processed together. Mr received. Reporter information, medical history, historical drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery- breakage'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleed') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. On (B)(6) 2014 patient underwent essure confirmation test : result : bilateral occlusion. Concurrent conditions included dermatitis due to metals (due to skin irritation). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding / menorrhagia (heavy menstrual bleeding),") and vaginal discharge ("vaginal discharge"), 1 year 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure / chronic pain/ client experienced pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("aggravated pelvic pain by her menstrual periods / dysmenorrhea (cramping), chronic pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping"), pruritus ("itching"), female sexual dysfunction ("apareunia"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), urinary tract disorder ("bladder/urinary problems: urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), migraine ("migraine"), allergy to metals ("allergy: nickel"), rash ("rash"), psychological trauma ("psych injury related to essure / psych injury"), skin disorder ("skin condition"), headache ("headaches") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), hysteroscopy (full) (B)(6) 2016) and salpingectomy (bilateral), oophorectomy (bilateral),hysterectomy, (full),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, female sexual dysfunction, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, weight increased, migraine, allergy to metals, rash, psychological trauma, skin disorder, headache and infection outcome was unknown and the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Patient received treatment for : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen abnormal bleeding, nickel allergy, psych injury, fallopian tubes perforation, bladder/urinary problems, fatigue, weight gain, hair loss, migraine/ headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: lab data added. Event psych injury was updated as psychological trauma from psychological disorder. New event infection was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. Concurrent conditions included dermatitis due to metals (due to skin irritation). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("aggravated pelvic pain by her menstrual periods"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping") and pruritus ("itching"). The patient was treated with surgery (underwent an essure explant procedure that included a bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, pruritus, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 19-oct-2018: summons received. Reporter's(lawyer) information added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. Concurrent conditions included allergy to metals (due to skin irritation). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("aggravated pelvic pain by her menstrual periods"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping") and pruritus ("itching"). The patient was treated with surgery (underwent an essure explant procedure that included a bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, pruritus, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure (understood as pelvic pain). On (B)(6) 2015 the patient was treated with surgery (underwent an essure explant procedure that included a bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: after essure, plaintiff experienced a menstrual cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. Concurrent conditions included dermatitis due to metals (due to skin irritation). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/menstrual cycle of twenty-eight days with seven days of heavy bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("aggravated pelvic pain by her menstrual periods"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("cramping") and pruritus ("itching"). The patient was treated with surgery (underwent an essure explant procedure that included a bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, feeling abnormal, alopecia, dyspareunia, menorrhagia, dysfunctional uterine bleeding, abdominal pain, vaginal discharge and pruritus had not resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, pruritus, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff's symptoms have not resolved follow her explant surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including stabbing pelvic pain / bilateral pelvic pain for more than six months following the essure procedure (understood as pelvic pain). On (B)(6) 2015 the patient was treated with surgery (underwent an essure explant procedure that included a bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. According to the product technical analysis,there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.